Manufacturer narrative:
H.6. Investigation summary: one photo of a 3ml syringe in a fully sealed blister pack was received and evaluated. It was observed there was no visible print on the syringe, which was rejectable per product specification. A potential root cause for the missing scale defect is associated with the marking process. The aql for missing print is 0.25%. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0150246 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings on it prior to use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we got a report earlier today that the floors have been finding, over the last couple of weeks, that some of the 3cc syringes don't have any volume markings on them. The one they found was lot# 0150246."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings on it prior to use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we got a report earlier today that the floors have been finding, over the last couple of weeks, that some of the 3cc syringes don't have any volume markings on them. The one they found was lot# 0150246."